Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips appeared malformed and did not close at the distal tips completely. Another er320 was opened. There was no consequence to the pt.